Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clamp the clip, the clip would stay in place. The customer tried numerous clips and finally got a new clip applier instrument and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to the start of the procedure and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. A weck hem-o-lok clips was used. The clip size was medium-large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and the primary failure was not reproduced. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. This complaint is a reportable event due to the following conclusion: the clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.